Event description:
It was reported that ink-like foreign matter was found inside the bd precisionglide¿ needle's sterile packaging. The following information was provided by the initial reporter: there appears to be some contaminant (looks like ink) inside the sterile packaging of this needle.

Manufacturer narrative:
Investigation summary: one (1) photo and one (1) sample were received from the customer for investigation. The sample was visually analyzed using unaided vision. There is black foreign matter (fm) in the blister pack and on the needle shield. The photo provided by the customer shows the same needle assembly in the blister pack. The foreign matter was determined to be ink from the process of printing the lot number and expiration date on the blister packs. A malfunction of the printer resulted in ink getting in the blister packs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ink-like foreign matter was found inside the bd precisionglide¿ needle's sterile packaging. The following information was provided by the initial reporter: there appears to be some contaminant (looks like ink) inside the sterile packaging of this needle.